Event description:
I had a depuy total hip replacement on (B)(6) 2010 -pinnacle type. Starting around late (B)(6), I began to get severe pain in my lower back, knee, and other joints. The orthopedist felt, it was "unrelated" to the thr -feeling it was my si joints, and put me in physical therapy; I also got an ultrasound to make certain that I did not have a clot in the leg. I cannot pick up anything of any weight without excruciating pain the following day -picking up groceries, etc; even wearing my purse on my shoulder hurts. On those days, I must use a cane. The other days since this started are "hit and miss" as to whether or not I experience pain, limp, etc. Before the thr -due to osteonecrosis, I continued to exercise, ride a bicycle, etc, in order to stay strong. It appeared that I was progressing well until this new round of pain began. I am continuing to exercise in a way prescribed by the physical therapist, but find that my body is extremely unpredictable. I don't know if I am having some kind of reaction to the devices, or what is happening. The drs are not helpful, and do not appear to want to look into this turn of events. I have become aware that other people with this depuy model are also experiencing issues. This has changed my life, and I have gone from an active person who was extremely healthy, to a person who cannot take part in life. The "bad" days are extremely painful, and I cannot walk unsupported. Dates of use: (B)(6) 2010 to current. Diagnosis or reason for use: on of the hip, causing oa. Pt (B)(6) -ongoing.